Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: is there a leak in the optima injector membrane? There was a liquid-like substance adhering to the surface (possibly silicone); please investigate this leak at the injector membrane section. Contaminated with hd. Additional information: since the customer is suspected of having silicone or similar substances on the product from the start, please investigate including that point. Additional information provided: please confirm: was this observed before using the injector? Or after disengaging from the mating component? Was there color to the substance? What medication was used? (On (B)(6) 2026_neha prasad). I¿ve heard that inspections are conducted before use and after removal. We were contacted because a liquid-like substance was found on the surface, and this facility has switched from fasel to optima. Colorless and transparent unknown (could it be a chemical that reacts with silicone oil?).